Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
Additional information was provided on 06/11/2024 where the facility representative stated that the date of the bloodborne needle stick was on (B)(6) 2024. The incident took place during a prp blood draw using the arthrex angel prp kit. As part of the kit, was a winged infusion kit that has a cover that flips over the needle to protect the worker. In this instance, the guard did not click into place and exposed the needle when the worker was cleaning up the area.

Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/29/2024, it was reported by a facility representative via sems-06580976 that an abs-10061t arthrex angel® prp kit encountered difficulty in closing the cap securely. The employee had to exert considerable force to push down the cap. Unfortunately, during this process, the employee was not fully attentive, and the needle, which was reported not properly secured, ended up poking her left thumb. This injury required medical treatment.